Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-05240. It was reported pericardial effusion occurred. A 27mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. Later that day, a pericardial effusion was found requiring a pericardiocentesis. No further patient complications were reported and the patients status is fine.

Manufacturer narrative:
Upn: update from unknown to m635tu20060. Device lot number: updated from unknown to 16432658. Device expiration date: updated from unknown to 10/03/2016. Device manufactured date: updated from unknown to 10/23/2013. (B)(4).

Event description:
It was reported pericardial effusion occurred. A 27mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. Later that day, a pericardial effusion was found requiring a pericardiocentesis. No further patient complications were reported and the patients status is fine.